Manufacturer narrative:
Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the bib¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the bib¿ system include: spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced "intolerance. Balloon with spontaneous inflation." Physician reported "balloon implanted in a patient, according to usual protocol. The silicone intragastric balloons are filled with physiological serum and 10 cc of methylene blue. [Physician] never inflate by air. The patient presents progressive, occupational gastric disorders, excessive with regard to habitual evolution. Abdominal echography and rx simple abdomen are performed, detecting air inside the balloon. The balloon presents a concerned overinflation, with risk of spontaneous breakage. [Physician] performed an urgent endoscopy, checking the insufflation. It is decided to proceed to its removal, according to normal technique, by puncturing the balloon and extracting the balloon with endoscopic extractor clamp. When the balloon has been punctured, it literally explodes, and the noise was heard outside the abdomen. No injury in the stomach or close organs of the patient, the extraction is performed without incidents. The balloon is kept in our facilities. It was not submitted to cultivation analysis, not thinking of the possibility of an anaerobic contamination as possible cause, but thinking more of a failure of the valve that allows air in. Post-patient clinical evolution: normal. No consequences for the patients finally."

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 05-mar-2019. Additional information: device evaluation summary: a visual examination was performed on the returned deployed balloon only. The balloon was noted to be discolored, as the shell was blue in appearance. The device had a large tear on the balloon shell running along the length of the radius. The tear covered approximately 60% of the balloon shell. One separation was noted on the balloon shell running perpendicular to the large tear. The separation was located at the edge of the tear and reached towards the center patch on the anterior portion of the shell. It appeared as though a small piece of the shell was missing from approximately the center of the tear on the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of fluid was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 60% of the balloon shell. Under microscopic analysis, four openings were noted on the anterior portion of the balloon shell near the large tear. All four openings were observed to have striated edges, consistent with surgical damage from device removal activities. Five non-penetrating nicks/marks were noted on the anterior portion of the balloon shell near the large tear. Under microscopic analysis, the apparent origination point of the large tear was noted to be striated, and consistent with device removal activities. It appeared as though a small piece of the shell was missing from approximately the center of the tear on the balloon shell. The edge of the large tear where the small piece of shell was noted to be missing from the device was noted to have striated edges, consistent with damage from a surgical tool. The edge of the separated section of shell that ran perpendicular from the edge of the large tear was noted to have striated edges, consistent with damage from a surgical tool. Brown, yellow, and white particulate matter was observed on the inner surface of the slit valve.